Event description:
Clinic reports that a venous bloodline separation at the luer lock connection of the ash split catheter occurred resulting in a 250-450cc blood loss. The catheter was implanted in 1999. The machine did alarm. Pt was initially stable, but later expired. Sample is available.